Manufacturer narrative:
Product ID, 7495lz51 lot# serial# (B)(4), product type extension product ID, 7434a lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: 2013 (B)(6), product type programmer, patient product ID, 74001 lot#, implanted: 2013 (B)(6), product type adapter product ID, 3887 lot# j0225566v, implanted: 2002 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient experienced no stimulation sensation following a replacement surgery. As of the date of this report, the impedances were reported as "normal." Impedances were between 1,000 and 3,500 ohms. Reprogramming was attempted, but patient could still not feel stimulation. Ten days later, it was reported impedances were normal, except for electrode 3, which was greater than 5,000 ohms. In addition, the patient was unable to feel stimulation even when the amplitude was increased to 10.5v. A lead revision was scheduled for (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report # 3004209178-2013-00887. The listed report number contains information regarding the device replacement surgery and reasons for it.

Event description:
Additional information received reported that the revision procedure went great and the patient was doing well afterwards, with coverage in areas needed and receiving effective therapy postoperatively.